Event description:
The following info was reported under the reality trial: eighteen months following cypher stent placement, the pt is hospitalized with an elevated temperature of 38.4 degrees centigrade. Pneumonia was diagnosed and antibiotics were administered. Four days into the hospitalization the pt complains of pain below the left knee. Examinations revealed no evidence of deep vein thrombosis (dvt). The pt's leukocyte level and temperature continued to increase and eight days after admission the pt expired. The exact cause of death is not provided. Per the procedural dr, this event is unrelated to both the device and the procedure.